Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that when clips were applied and when surgeon went to close the clip tips would cross for medium-large clip applier. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was not confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test 2 of 2 attempt. The instrument was fully functional. No product issue was identified.